Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Explant date: if explanted; give date: na (not applicable) to date, the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient underwent bilateral lens implants and is currently experiencing unexpected post op refraction and visual disturbance with glaucoma. The symptoms have been noted to be interfering with the activities of daily life for the patient. It was reported that the doctor is thinking of replacing both of these multifocal lenses with monofocal lenses. The doctor referred the patient to a specialist for consultation and assistance. No further information was provided. This report represents the lens implant in the patient's left eye. A separate report will be filed for the lens implanted in the patient's right eye.